Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevate blood glucose (bg) level (524 mg/dl). Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring. Tandem technical support educated the customer on the cause for incomplete bolus alerts. The customer administered a correction injection to treat the bg level.